Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by one minute; cause was unknown. Customer's blood glucose level was 90 mg/dl. Customer corrected the pump to time to resolve the issue.